Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The health care professional (hcp) requested a review, technical services (ts) was contacted and referred the case to the local field representative for in-clinic evaluation. No adverse patient effects were reported. This lv lead remains in service.